Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the healthcare provider experienced an issue with programming. The tablet displayed a message indicating that the 'system would make minor adjustments to program amplitudes for neurostimulator longevity, and the amplitudes in groups a and b needed to be reviewed and adjusted as necessary'. This issue occurred only on the right side. The rep confirmed that interleaving and brainsense were not being used. The clinician attempted to set upper limits for a segmented lead, but the settings were not saved when the session ended. The desired display amplitude was not transferred to the patient's handset. When the clinician revisited the patient settings on the tablet, the limits reverted to the pre-programmed amplitude, not the new amplitude setting that had just been created. The settings included specific amplitude values and frequency: c+ 9a+ .2ma 10a- .5ma 10b- .4ma 80usec 125hz display amp 1.5ma wants to go to 2.5ma. The rep confirmed they were in stim lock mode while adjusting the upper limits. After ending the call, ts determined the upper limit settings needed to be adjusted using the up and down arrows next to the slider bar. Using this method, ts used an agent-owned clinician tablet to test and confirm settings were saved. The agent attempted to call the rep for troubleshooting, but the patient left the office. The rep reported the event date as being 4-5 months ago for the same patient with a different doctor who no longer practices at that clinic. The manufacturer representative (rep) reported that the issue had not been resolved. The session reports are attached.